Event description:
It was reported that patient experienced infection and the right ventricle lead had dislodged. The right ventricle was attempted to be repositioned on (B)(6) 2022, the right ventricle lead exhibited helix rotation issues. The right ventricle lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number:2017865-2022-41384. New information notes that the previously reported dislodgement had been confirmed via x-ray and the right ventricle lead had exhibited high capture thresholds and failure to extend helix..